Event description:
It was reported that pump stopped working and pump display went dark. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.